Event description:
It was reported that during an ovarian resection, a blade error occurred with the device. The tip of the device was broken. Another device was used to complete the case. There was no adverse consequence to the pt.